Event description:
A customer contacted baxter's (B)(4) to report a check lines and bags alarm while on the homechoice (hc) device during prime. The homepatient was not connected. The technical service representative (tsr) had the homepatient (hp) push the spike into the heater bag with a half twist. The hp stated the heater bag spike doesn't seem to be in far enough. The tsr had the hp push the heater bag spike in further. Restarted prime. The hc alarmed immediately with check lines and bags again. The tsr advised hp to start over with new supplies. Product surveillance followed up with the homepatient who stated the "spike would not go in the bag far enough." The patient stated that he discarded the supplies and was able to continue therapy with new supplies. The patient completed all of his supplies and does not recall the lot number information. The patient also stated that this was an isolated issue and he has not had any difficulty since this incident. The patient confirmed that there was no medical intervention or patient injury associated with this event.

Manufacturer narrative:
(B)(4). This complaint, for a check lines and bags alarm, was not confirmed. The used sample was not returned to baxter for evaluation. A batch review was not performed, because the lot number is unknown. Labeling was reviewed and found to be sufficient in regard to the reported use error. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.